Event description:
A report was received on (B)(6) 2023 from the home therapy nurse (htn) of a 51-year-old female patient with a medical history including history of stroke, type I diabetes, hypertension, supraventricular tachycardia and end stage renal disease, who stated the patient experienced a cardiac arrest during hemodialysis therapy on (B)(6) 2023. Cardiopulmonary resuscitation (CPR) was initiated, emergency medical services (ems) were contacted, and the patient was taken to hospital where she expired same day on (B)(6) 2023. Additional information was received on (B)(6) 2023 from the home therapy nurse (htn) who stated the caregiver (cg) reported that the patient experienced shortness of breath and a use error in making connections was noted with an unspecified amount of blood in the saline bag. The patient experienced cardiac arrest and CPR was initiated by a family member which was continued by ems for approximately thirty minutes. Resuscitation included defibrillation, amiodarone (450mg), epinephrine (5mg), calcium, magnesium and bicarbonate (doses unspecified) and 2 units of blood. Hospital medical records are inconclusive regarding cause of death. The htn stated the cause of the death was cardiac arrest related to her comorbidities.

Manufacturer narrative:
The device was received for evaluation and successfully passed testing. All devices must meet quality requirements and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).